Event description:
It was reported that the pt was admitted with an acute anterior mi and had experienced several episodes of ventricular tachycardia requiring defibrillation. The mid left anterior descending coronary artery exhibited a calcified, 100% stenotic lesion. A 6f introducer sheath and guide catheter were inserted. The patriot guidewire was easily placed with establishment of timi 2-3 flow. A large clot burden was observed. An excelsior clot extraction catheter was inserted, but subsequently jammed / malfunctioned and a lacerated proximal lad was noted. The pt experienced pericardial tamponade and shock which was immediately treated by pericardiocentesis followed by CPR, iabp and subsequent emergent CABG surgery with surgical repair of the lacerated proximal lad. The pt exhibited stable hemodynamics with normal left ventricular function post-op. The physician is unclear as to the exact cause of this event, but stated that the excelsior catheter appeared to have uncoiled the patriot wire causing a 'weed-wacker effect' in the proximal lad. The pt's current status is reported to be "stable."